Manufacturer narrative:
(B)(4). The device has not been received for analysis; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a captiflex small oval flexible snare was used during a colonoscopy procedure performed on (B)(6) 2018. According to the complainant, during the procedure, when removing a tiny polyp, the snare broke. Reportedly, the device was removed from the scope and the procedure was completed with another snare. Boston scientific has been unable to obtain additional information regarding the circumstances surrounding this event to date. Should additional relevant details become available a supplemental report will be submitted.